Event description:
It was reported that patient was scheduled for lead revision procedure due to dislodgement. Lead dislodgement was confirmed via fluoroscopy. During the procedure high threshold was noted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead measuring 57.6cm was returned for analysis in one piece. The damage was found sustained during surgical procedure. The lead was otherwise normal.